Event description:
A report was received that a patient had a lead revision due to pain at the incision site. It was discovered that the patient had a swollen mass protruding out of the area. During the revision, the physician removed the mass and surrounding scar tissue in the area. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet, model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient had a lead revision due to pain at the incision site. It was discovered that the patient had a swollen mass protruding out of the area. During the revision, the physician removed the mass and surrounding scar tissue in the area. The patient is reportedly doing fine.

Manufacturer narrative:
Additional information was received that the patient had suture sleeves removed and the swollen mass protruding out was scar tissue around the suture and the leads. The patient is reportedly doing well.